Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck collet and bad lld spring in the problem area of the pipetter assembly. The fse cleaned the collet and tip clamp, and replace the lld spring and plunger clamp. The instrument was inspected, tested without further problem, and returned to service.